Event description:
It was reported that a patient underwent a hernia repair procedure approximately one year ago and mesh was implanted. On (B)(6) 2013, the patient underwent an operation for an incisional hernia. During the procedure it was noted that the mesh was split in the middle. A different mesh was used to repair the defect.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.